Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for placement was history of pulmonary embolism (pe) and recent brain surgery. The filter was placed in an infra-renal location with x-ray confirmation and without complications. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to fracture of the inferior vena cava (ivc) filter and filter is unable to be retrieved. Per the patient profile form (ppf), the patient reports a fractured filter, the device being unable to be retrieved, with the orientation of broken wire strut to present significant problems when removing filter. However, no known filter retrieval attempts have been made. The patient reports the retained filter strut is located in their upper right side of chest and no fractured filter struts have been removed from the body. The patient reports anxiety and breathing problems and lack of energy. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety and difficulty breathing do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to fracture of the inferior vena cava (ivc) filter and filter is unable to be retrieved. In addition to these injuries the patient now requires constant medical monitoring. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to their history of pulmonary embolism (pe) and recent brain surgery. During implantation of the ivc filter via the right common femoral vein, the filter was placed in an infra-renal location without complications. Digital spot film documented filter positioning and demonstrated that the filter was positioned inferior to a dominant collateral draining vein inferior to the left renal artery. According to the information received in the patient profile form (ppf), the patient became aware of the alleged events approximately on or about ten months post implantation of the filter. The patient reports to have a fractured filter, the device being unable to be retrieved, and the orientation of broken wire strut to present significant problems when removing filter. However, no known filter retrieval attempts have been made. The patient states to have the retained filter strut to be located in their upper right side of chest and no fractured filter struts have been removed from the body. The patient also reports to have psychological worries that a foreign object is in their body and what it is causing. Additionally, the patient states to have breathing problems, lack of energy, stress, etc.